Manufacturer narrative:
(B)(4).

Event description:
The following info was previously reported in MFR report number: 6000030-2011-06240; however, it has been determined that it should have been reported in this MFR report: [the pt's replacement device was implanted on (B)(6) 2011; and the pt was discharged that same day. It was further indicated that the pt's pump and catheter were infected, in regards to the pus being present at the location of the staples. The pt went to an emergency room on (B)(6) 2011; and labs were performed. Lab results regarding a culture were not reported. The pt followed up with their physician on (B)(6) 2011. The pt later checked into a hospital on (B)(6) 2011. On (B)(6) 2011 the pt's pump and catheter were explanted without replacement due to the infection. An IV antibiotic drip was administered for a "couple of days" while the pt was hospitalized. The pt was discharged on (B)(6) 2011. The pt refused physical therapy/occupational therapy. The pt's status was noted as being "good". A "cm superficial separation on abdominal incision" was indicated. The incision was "healing nicely". A follow up visit was scheduled for (B)(6) 2011.] Add'l info: the pump had been delivering morphine (preservative free) and baclofen (preservative free). In (B)(6), the morphine concentration was 25 mg per ml. The baclofen concentration was 75 mcg per ml. The morphine dose was .154 mg per ay. The baclofen dose .461 mcg per day.